Event description:
This is an authority feedback case via the china national medical device adverse events reporting system. It was reported that the hospital was performing a vitrectomy on the patient's left eye when the doctor noticed the cutter hasn't working. No patient injury was reported.

Manufacturer narrative:
The product was discarded by the user facility. The device history was reviewed and found to meet manufacturing specifications.

Manufacturer narrative:
The product was not available for evaluation therefore, the root cause could not be determined. The trend analysis was considered acceptable and the product is performing within anticipated rates. No corrective action is required.